Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, balloon withdrawal resistance was noted. The target lesion was in the left anterior descending artery (lad). A 2.5x16mm taxus express2 drug eluting stent (des) had been selected and advanced to the target lesion. The physician deployed the stent at 9 atmospheres. The balloon was deflated when the physician attempted to remove the balloon, but encountered resistance as the balloon was "stuck on the stent". The wiseguide guide catheter deep seated into the left main artery, the balloon was then removed intact. The stent remained implanted. There were no patient complications reported with the patient listed in "good condition".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.